Event description:
Information was received, that reported a patient was hospitalized in 2006, due to diabetic ketoacidosis. Per the reporter the patient was admitted to the hospital in dka at 3:30 in the morning. The reporter states the patient began running high at 8 pm 5 days earlier, between 370-470. She tried changing site, insulin and infusion set 3 times before going to hospital where she was admitted. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incident.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed, no anomalies were found. No operational or functional failure was detected and the product was within specification.